Event description:
Device history record was reviewed but nothing linked to the reported event was observed. The reported device was not sent for investigation and the log history was not provided, therefore no review log was done. The reported device was not returned to france for investigation as repairs were carried out locally. During servicing, the pump failed the upstream sensor test several times. To solve this issue, the upstream sensor was replaced and the partner test was performed. The pump was therefore released for use and returned to service. After several attempts, the spare part "upstream sensor" was not sent back to brézins for investigation. Without further information, the root cause of the reported event is not confirmed. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Defective pressure sensor (found during maintenance; replaced). More information is needed to investigate this issue fully.